Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2011 and mesh was used. Viscera lysis on the first surgery site caused an ileum hernia next to the mesh location; therefore, a second hernia appeared on the first hernia surgery site. Fourteen days after the first surgery, a second surgery was performed. Additional information was requested.

Manufacturer narrative:
(B)(4): hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2011 and mesh was used. Viscera lysis on the first surgery site caused an ileum hernia next to the mesh location therefore a second hernia appeared on the first hernia surgery site. The patient presented with symptoms of a bowel obstruction eleven days following the initial procedure. The patient underwent a second procedure thirteen days after the initial for exploration of the abdomen and a section of adhesions. During the second procedure, the mesh was found to be in place with inflammation tissue. The mesh was not removed. The physician opined the cause of the event was adhesions between the bowels and mesh. Currently, the patient has a normal way of life. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01048. The same patient is represented in each medwatch.